Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic assembly. Unable to verify critical pump error due to blank display. The insulin pump was received with minor scratched lcd window, scratched case, pillowing keypad overlay, cracked case behind the pump near the battery tube compartment and cracked battery tube threads.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error. The customer's blood glucose value 325 mg/dl at the time of the incident which was treated with manual injections. Customer stated the insulin pump was exposed to moisture and the display went blank immediately. The customer was advised the insulin pump will be replaced. The customer will return the product for analysis.